Manufacturer narrative:
The lot number of the tsh v2 reagent used by the customer's laboratory was requested but not provided. The lot number of the tsh v2 reagent used by the investigation laboratory is 717918 with an expiration date of 31-oct-2024. The serial number of the customer's cobas 8000 core unit is (B)(6) . The serial number of the investigation laboratory's cobas e 801 module is (B)(6) . The patient sample was requested for investigation. The investigation is ongoing,

Event description:
The initial reporter received questionable elecsys tsh v2 (tsh v2), elecsys ft4 iii and elecsys ft4 IV results from one patient sample tested on the customer's cobas 8000 core unit and the investigation laboratory's cobas e 801 module. The reporter stated that they suspect some non-specific interference in elecsys thyroid assays. The patient sample was rerun on wako accuraseed and abbott alinity analyzers. It was also sent to an investigation laboratory that uses a cobas e 801 module. This MDR is for the tsh v2 assay. Please refer to: medwatch with a1 - patient identifier (B)(6) for the ft4 IV assay. Medwatch with a1 - patient identifier (B)(6) for the ft4 iii assay. Please refer to the attachment (B)(6) in the medwatch for the table containing the highlighted questionable results.

Manufacturer narrative:
The patient sample was received for investigation. The investigation was not able to confirm the customer's tsh result. The investigation confirmed the customer's and the investigation site's ft4 results. The patient sample was tested for interference; no interference was detected. Product labeling states "for diagnostic purposes, the results should always be assessed in conjunction with the patient¿s medical history, clinical examination and other findings."